Event description:
During the evaluation of a returned spectrum infusion pump, 59 occurrences of "upstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "upstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow up will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.